Event description:
It was reported by the customer that prior to use the cardiosave intra-aortic balloon pump (iabp) alarms 'back-up battery not detected' and shuts off. No patient involved. No harm is reported. The field service engineer stated that the unit was not pushed all the way into cart. Batteries charged over the weekend. Another issue was discovered - fault code 118 occurred several times (board failure). The fse was unable to perform/complete required task.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.